Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. It was also noted that they were unable to download log files. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (con311090) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports of the controller. A visual inspection under 10x magnification revealed hairline cracks around both power ports of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed contamination and hairline crack of the connectors are additional findings not related to the reported event. The most likely root cause of the observed contamination with the connectors can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con311090 falls within the bounds of this CAPA. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller fault alarm logged on 22/jan/2021 at 11:39:07 hours, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. Log file analysis revealed that the controller was not recording the standard data log information during the reported event date. This observation is indicative of a temporary data-flash memory corruption in the interface controller (uic). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files. The controller was powered up during bench testing and was then able to record the standard data log file as intended. It is observed inability to record data points observed in the data log contributed to the reported data transfer error. As a result, the re ported events were confirmed. Additionally, analysis of the controller's internal logs revealed consistent power consumption above the normal operating range within the analyzed period. Based on the available information, the device may have caused or contributed to the high power event. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the reported ¿unable to download log files¿ event can be attributed to temporary corruption of the user interface controller's data flash memory. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.